Event description:
It was reported that while in use on a patient, these 980 ventilators went into a graphical user interface (gui) reset.  Therapeutic goods administration (tga) device incident report (dir) received 14-march-2025 reported as follows: bennett ventilator (pb980) turned off during ventilation. Switching between simv vc+ to bilevel ventilation. Main screen and backup screen all turned off. Ventilator spontaneously turned back on in service mode. Ventilator was not touched. Service mode not initiated. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Review of the logs show a breath delivery (bd) reset occurred. Once communication was restored, the ventilator appeared to have entered service mode, without a power cycle, rather than ventilation as expected which correlates with the dir report from tga.

Manufacturer narrative:
Section e: medtronic representative reported event on behalf of the facility. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator went into a graphical user interface (gui) reset. It was also reported as the unit turned off during ventilation. Switching between synchronized intermittent mandatory ventilation(simv) vc+ to bilevel ventilation. Main screen and backup screen all turned off. Ventilator spontaneously turned back on in service mode. Ventilator was not touched. Service mode not initiated. Although a gui reset was reported, review of the logs show a breath delivery (bd) reset occurred. Once communication was restored, the ventilator appeared to have entered service mode, without a power cycle, rather than ventilation as expected which correlates with the dir report from tga. Investigation has determined the cause of reported entry into service mode, which results in the loss of ventilation, after a ventilation mode change requires two events to occur in sequence after the ventilator is readied for ventilation: activation of the service request switch on the rear of the ventilator, and a bdu transient reset. Both of which are known software issues and the associated modifications are under development. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.